Event description:
It was reported from a customer evaluation, the hand piece intermittently turned off and on. Two handpieces were tried and either would work continuously.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis.